Manufacturer narrative:
(B)(4). Analysis of the returned device revealed that the distal four rivets on the capio slim suture capturing device are loose but still attached. As a result, the head of the capio slim lifts off the shaft when actuated. The blue dilator was broken and the remainder of the suture with dart is missing and was not returned. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2017. According to the complainant, during procedure, the rivets on the capio head became loose upon pushing the driver button of the capio device. The procedure was completed with another uphold¿ lite device. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation results: the suture on the blue dilator is broken. The remainder of the suture with dart is missing and was not returned. Additional information received on october 25, 2017. The remainder of the suture with the needle was left inside the patient.